Manufacturer narrative:
Upon return, visual inspection of the lead identified two distinct areas of insulation damage: one area was 137-144 mm from the terminal pin and one area was 303-373 mm from the terminal pin. Electrical testing of the lead verified the conductor coil was continuous throughout the length of the lead; however, internal insulation damage had occurred as measurements indicated the conductors that should be separated by internal insulation within the lead were in contact with one another in one area where external insulation damage was noted (i.e., the area 303-373 mm from the terminal pin). The morphology of the insulation damage noted in the area 137-144 mm from the terminal pin is indicative of lead-on-lead contact. The external and internal insulation damage in the area 303-373 mm from the terminal pin corresponds to the approximate location of the clavicle within the patient's body. Thus, this damage was likely due to clavicular/first rib crush.

Event description:
Boston scientific received information that the patient with these leads received an inappropriate shock. During interrogation, electrogram noise, as well as a decrease in sensing and pacing impedances were observed. Additionally, high out of range shock impedances values were noted. The physician attributed all these clinical observations to a subclavian conductor fracture and explanted both leads in the absence of additional adverse patient effects.

Manufacturer narrative:
Following return and completion of lab analysis, a follow-up report will be submitted.